Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The stuck key alarm and unexpected restart alarms could not be verified due to the button/keypad anomaly. No damage found on the interface board connector was noted. Moisture damage was found on the motor. The device was received without battery cap, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a damaged battery cap and it could not be removed with a coin or flat screwdriver. Blood glucose value is unknown. The customer also reported that moisture could be seen in the display, the insulin pump alarmed unexpected restart and the buttons would not respond. Blood glucose value is unknown. The insulin pump was replaced and the customer returned the device for analysis.